Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for a lead repositioning procedure. During the procedure, it was found that the set screw failed to be removed from the pacemaker header, making it difficult to remove the lead. The device was removed and replaced. The patient was stable.